Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The side was also identified and pseudotumor was noted/ the complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2013.

Event description:
Update(B)(4) 2013 - sales rep reported revision due to loosening of the acetabular cup. Part and lots were identified. The complaint and associated mdrs were updated. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleged the patient suffered physical injury, pain, bodily impairment, and high levels of toxic metal in her blood stream as a result of the implanted asr hip.

Manufacturer narrative:
Depuy still considers this complaint closed.